Manufacturer narrative:
Information received from a representative of the manufacturer's technical service team stated that the thermogard xp ivtm console ((B)(4)) was inspected by the biomed and confirmed the mid 26 (low battery) message the battery was replace. Following this, the console operated as intended without further issue observed. Additionally, the thermogard console is a reusable device and was manufactured around 2010 with no record of preventive maintenance. It has exceeded its expected serviceable life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up, the thermogard console ((B)(4)) displayed a mid 26 (low battery) message. No patient involvement.